Event description:
The customer has never used a medtronic insulin pump, found the customer received a quote only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic coma. The caller stated that the customer had diabetes complications - low blood glucose. The caller stated that the customer was having issues with the kidneys but the caller was unsure whether it was kidney failure or not. The caller did not know the customer's blood glucose at the time of death. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not. The caller was unsure whether the customer used sensors or not. The caller stated that they do not have the customer's insulin pump and will call back if the device is located.